Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera colonovideoscope tip could not not be raised and was unusable. It was noted that the device made a noise. Inspection and testing of the returned device found that the nozzle and grip had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. It was also noted that the insulation resistance value at the distal end did not meet standard value due to a crack on the bending section rubber and the connecting tube had buckling. There were scratches throughout the device and the light guide lens had a crack. The connecting tube coating, the adhesive around the objective lens, the paint on the air/water cylinder and the adhesive around the light guide lens were peeled. The light guide lens, objective lens and the color ring were cracked. The control unit was damaged and the water removal ability did not meet standard valued due to clogging of the nozzle. The adhesive on the bending section rubber had a white clouded area and a crack. The connecting tube had a wrinkle and a flare occurred due to a crack on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.